Manufacturer narrative:
Device evaluation: the evo-pc-10-11-8-b device of lot number c1608222 involved in this complaint device was not returned for evaluation. With the information provided document based investigation was conducted. The images received indicate that the flexor inside, the shuttle to sheath tube joint or the shuttle cap may have broken. The break could possibly be a result of compression from tortuous anatomy on the introducer causing a build-up of pressure and subsequently a break in an internal component. Documents review including IFU review: prior to distribution all evo-pc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl.(d00059776(qsi0975) rev 031, d00052150 (prd0379) rev 011 , d00055339 (fqc0226) rev 009. A review of the manufacturing records for evo-pc-10-11-8-b device of c1608222 lot number did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1608222; upon review of complaints this failure mode has not occurred previously with this lot #c1608222. The instructions for use ifu0057-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed potentially to patient anatomy, it is possible that during deployment tortuous path may have caused a build-up of pressure causing stent deployment difficulties. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the based on the photos provided. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During ercp procedure on (B)(6) 2020, it was necessary to use the metal prosthesis evo-pc-10-11-8-b (lot c1608222). However, the prosthesis did not open during its release. The consultant was in the room and instructed the doctor to remove the material and try to start the release of the prosthesis outside the patient, but the release mechanism did not work, leading to the use of another prosthesis. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: was the directional button fully engaged? Yes, it was. The consultant was inside operating room during the procedure and observe this. Did the red indicator move when the trigger was pressed? Yes, it did. The red indicator moved. Did the red indicator continue to move after the delivery stopped? No, it didn't.. The red indicator moved only while the physician pressed the handle. Were any cracking/popping sounds heard from the handle? No. We don't listen any different sound. Was the stent partially exposed? No. The stent don't exposed anytime. If the stent was partially exposed, was it possible to recapture the stent fully before removal? Not applicable. The stent don't exposed anytime. Were any additional procedures needed? No. Another stent was used in this case. What is the patient outcome? The patient stayed stable. Prefix: evo. General questions: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). During the stent placement, when the physician started press the handle and the stent don't was visualized in fluoroscopy. I oriented the physician to "recapture" stent before point-of-no-return and remove the evo from the accessory channel of endoscope. We try open the stent on the surgical instruments table, but the stent don't exposed anytime. What endoscope type and channel size was used? Duodenoscope pentax ed34 i10t. Accessory channel 4.2 mm. What was the position of the elevator? Was it opened or closed? The elevator was opened. Details of the wire guide used (diameter, type, make)? Wire guide boston hydra-jagwire 0.035". Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No, it didn't. How long was the stent in the patient by the time this complaint occurred? Not applicable. The complaint occurred during the attempt to deploy the stent. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Not applicable. This stent don't was deployed in the patient (was necessary another stent). Is the patient known to be covid-19 positive? No. This complaint occurred in (B)(6); the first case of covid-19 in (B)(6) was (B)(6). Stricture information: what was the length and diameter of the stricture? Approximately length: 5 cm. Diameter: 4,5 mm. Where was the stricture located in the body? Common bile duct (distal region). Was there resistance felt passing wire guide through stricture? No, there wasn't. Was there resistance felt passing the evolution through stricture? No, there wasn't. Was the stricture dilated before stent placement? No, it wasn't. Questions related to during insertion into patient was the product inspected for kinks or damage before use? Yes, it was. Was resistance felt during insertion into patient? If yes, at what point? No, it didn't. Questions related to during stent placement did the product fail during stent deployment or recapture? The fail occurred during deployment of stent. Was the directional button pressed during use? Yes. The button was pressed when the physician was oriented to "recapture" stent before point-of-no-return and remove the evo from the accessory channel of endoscope (in really, the stent don't opened when the physician started press the handle, the stent don't was visualized in fluoroscopy). Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? Yes. Questions related to during introducer withdrawal was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Not applicable. Did the stent open sufficiently to allow withdrawal of introducer safely? Not applicable. Was the safety wire fully removed before removing the delivery system? Not applicable. Did any part of the product snag/get caught with the stent when removing the delivery system? Not applicable. Are images of the device or procedure available? Yes. Questions related to during stent repositioning/removal what instrument was used for stent repositioning / removal? Forceps, snare¿ was the lasso (suture) loop used during repositioning. Not applicable.